Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
Received info stating the customer did not see insulin coming out the end of his tubing during the fill tubing step. He replaced the cartridge and was able to successfully complete fill tubing and resume insulin delivery. There was no impact to the customer's blood glucose level.